Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Customer quality investigation: device condition: visual inspection performed at customer quality observed screw breakage on the returned devices. Screw was noted broken at its head cross-section with the head portion being stuck in the plate. Head portion was not able to be separated from the plate and a slight cross threading was observed. The broken screw shaft portions were also returned at customer quality. No further issues were noted. Manufacturing investigation: the drive depth was visually found to be too deep by the complainant. The broken screws in question are stuck in the mating plate. Due to the break point, the bottom of the stardrive is no longer intact on one of the screws. Visual examination of the screws finds there is some damage around the stardrive. The drive is measured from the top of the head to the bottom of the drive. Since the parts are threaded into the plate/damaged/missing screw bottom, a depth measurement cannot be taken. The parts were visually examined against a conforming screw and no issues with depth could be visually detected. The complaint condition agrees with the complaint description of two broken screws. The features relevant to the action description, cannot be confirmed from a manufacturing standpoint. Therefore, no manufacturing discrepancies were observed that may have contributed to complaint condition. The received condition does agree with the complaint description. The complaint condition is confirmed. Document and specification review: relevant design drawings were reviewed, and no design issues were identified. Dimensional analysis performed on relevant broken shaft portions and is within the specification per relevant drawing. With unknown lot, DHR records were not possible. However, no material inconsistencies were noted during visual inspection that would cause given complaint condition. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Without a lot number the device history records review could not be completed. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an explantation of the opening wedge plate variable angle (va) locking with spacer due to two (2) distal variable angle (va) locking screws self-tapping that have been broken below the head. The surgery report specifies that during x-ray control, the breakage of (va) locking screws self-tapping was noticed. The open wedge plate was explanted due to a regular implant removal. There was no device malfunction, or any adverse event associated with the open wedge plate. It was unknown if the procedure was completed successfully and if there was a surgical delay. The patient status after the procedure was unknown. Concomitant devices reported: opening wedge plate 2.4/2.7 va locking with spacer (part #: 04.211.212, lot #: h592562, quantity: 1). Va locking screw 2.4 self-tapping (part #: 04.210.116, lot #: unknown, quantity: 2). This report is for one (1) 2.4mm ti va locking screw stardrive 20mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fracture of the screws was thus detected in the x-ray inspection, not only at the explantation. This resulted in a delayed healing or a revision was necessary. Only after the revision did the osteotomy be cured.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: a product investigation was conducted. Customer quality investigation: the following investigations were performed: broken. Device condition: visual inspection performed at customer quality observed screw breakage on the returned devices. Screw was noted broken at its head cross-section with the head portion being stuck in the plate. Head portion was not able to be separated from the plate and a slight cross threading was observed. The broken screw shaft portions were also returned at customer quality. No further issues were noted. The received condition does agree with the complaint description. The complaint condition is confirmed. Document and specification review: relevant design drawings were reviewed, and no design issues were identified. Dimensional analysis performed on relevant broken shaft portions and is within the specification per relevant drawing. With unknown lot, DHR records were not possible. However, no material inconsistencies were noted during visual inspection that would cause given complaint condition. Conclusion: no definitive root cause was able to be determined from the provided information. The complaint condition was able to be confirmed. During the investigation no design or manufacturing discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these findings, no additional corrective and/or preventative action is proposed. Corrected data: event; brand name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that a secondary dislocation was caused due to broken screws. The distal screws were intact; however, two (2) proximal screws were broken below the head. The screw shafts were removed and reosteosyntehsis with an lcp plate was performed. This report is for one (1) 2.7mm ti va locking screw stardrive 20mm.

Event description:
Patient was revised to an unknown device since the osteotomy was not healed. There was an extreme delay of the healing due to the broken va locking screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that per health care professional the drilling for the screwdriver was too deep during initial surgery, which caused the weakening of the junction between head an shaft. The intraoperative x-ray showed intact plate and screws. Screws were noticed broken six weeks after the procedure during the assessment of the foot. So it happened sometime after the procedure and believed to be due to implant-weakness on the above mentioned junction. Therefore the patient is very unsatisfied, lost double the time intended for healing